Event description:
It was reported that the patient experienced erosion at the side of the urethra due to the cuff of his artificial urinary sphincter (aus). The device was removed and a new aus was implanted. The patient had a good outcome and no further complication were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available.